Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
It was reported that the patient presented for a routine device changeout procedure. Prior to the procedure, the right atrial lead exhibited low pacing lead impedance. During the procedure, an insulation anomaly was noted with a possible exposed inner cable. The lead was capped and replaced on (B)(6) 2018 and the patient was stable throughout. The following day during a post operation check, right ventricular lead inhibition was noted. Upon review, noise was noted on the right ventricular lead. The noise was unable to be reproduced. Programming changes were made. The patient was stable. On (B)(6) 2018, the right ventricular lead was explanted and replaced. During the procedure, the previously capped right atrial lead was explanted. It was suspected that both leads were adhered to another. The patient was stable throughout the procedure.